Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the unintended device movement resulting in a ruptured chord. It was reported that the first mitraclip was deployed reducing mitral regurgitation (mr) from 3 to 2. The second mitraclip delivery system (cds) was prepared and advanced according to the instructions for use. The clip was positioned lateral to the first clip. When the clip was unlocked in the left ventricle, the clip moved one cm in the lateral direction resulting in chordal entanglement with the anterior chord. The clip was removed from the chord using a lot of force resulting in chordal rupture. Mr increased to 2-3. The cds was removed and replaced with another cds. Two more mitraclips were implanted with the final mr grade of 1-2. A total of three clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The investigation concluded that the reported difficulty to position was a result of the observed bent mandrel; however, a definitive cause for the bent mandrel could not be confirmed. Additionally, the reported difficulty to remove the cds (anatomy) was due to the difficulty positioning as the clip lateral movement resulted in the clip becoming caught on the chord. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.